Event description:
It was reported that the insulin pump alarmed button error and the buttons were not responding. Battery was changed but anomaly persists. Buttons weren't pressed for longer than 3 minutes. Device was not bumped or dropped. Nothing further reported.

Manufacturer narrative:
The insulin pump received with no button response due to flattened act button dome switch. Inspected connector on lcd connector and no unlocked connector noted. No button error alarm noted. The insulin pump received with battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.